Event description:
The user found that the endoscopic image had a failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The device was returned to olympus repair center. Olympus repair center found that the endoscopic image was not displayed. Olympus repair center also found that the same phenomenon occurred even if the angle was returned when the device's angle was operated after heating.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the failure of the ccd unit, the circuit board inside the scope connector, or the video system center. If significant additional information is received, this report will be supplemented.